Event description:
The customer reported to baxter corporate product surveillance one (1) interlink continu-flo solution set in which leakage of unspecified chemotherapy drug resulted when the interlink port nearest the spike tube disconnected from a secondary medication set with interlink lever lock cannula on an unknown date. The customer observed that the interlink septum was difficult to access with the cannula of the secondary set prior to the event. There is patient involvement; however, there is no report of patient injury or adverse event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Evaluation summary:baxter did not receive the actual sample, however a companion sample was received for evaluation. The reported condition of a leak could not be confirmed. A visual examination of the sample showed no signs of physical defect. Functional testing was also performed on the device, with no signs of leakage detected during testing. Therefore no cause could be identified. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A companion sample was received for evaluation; however, the investigation has not yet been completed. A follow-up report will be submitted upon completion of investigation or if relevant additional information becomes available.